Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation

Event description:
It was reported that the PICC was noted to be leaking on flushing from exit site. Patient complaining of pain. PICC removed and fracture noted at 8cm. PICC inserted 16 january 2026, trimmed to 50cm and placed at 7cm to skin. Anchored with 4fr securacath. No harm has come to patient and another line is to be placed.

Event description:
Additional information received on 3/10/2026: PICC line fractured internally causing patients arm to swell when device was flushed with saline. PICC removed and plan for further chemotherapy treatment made.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.